Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical record alleges that bard implantable port was placed in a patient for severe gastroparesis through the right internal jugular vein approach. Fluoroscopy confirmed the position and the location of port. Approximately eleven months later, blood culture of the patient had positive sign of gram positive for staphylococci and the patient allegedly developed with bacteremia as a result of the defective infected catheter. Three days later removal procedure was conducted, and the port was removed from the insertion site and the port pocket without any issue. Then further three days later, another bard power port isp MRI implantable port was placed with the help of fluoroscopic guidance at the atriocaval junction without any difficulty. The implanted port was aspirated and flushed with the heparinized saline and no further complications being reported. Approximately after several months later, the port was decided to be removed due to the infection and the entire port and catheter system have been removed out from the patient without any issue. Approximately three weeks later, another bard power port isp MRI implantable port was placed via the right internal jugular vein approach without any difficulty in the level of atriocaval junction, then the implanted port has been aspirated and flushed with the heparinized saline and there were no complications reported. Therefore, the investigation is inconclusive as no objective evidence for the reported deficiency with the port in the submitted medical record review. Additionally, it can be confirmed that the patient experienced bacterial infection and bacteremia. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2020), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that eleven months and twenty-eight days post a port placement via the right internal jugular vein, the blood culture test was positive for gram-positive cocci staph infection and the patient was allegedly developed with bacteremia as a result of the defective infected catheter. Reportedly, the port and catheter were removed intact. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that eleven months and twenty-eight days post port placement for administration of total parenteral nutrition in treatment of gastroparesis, the patient was diagnosed with gram positive cocci. It was further reported that the port was removed and sent for blood cultures which confirmed that the catheter was infected. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that eleven months and twenty-eight days post a port placement via the right internal jugular vein, the blood culture test was positive for gram-positive cocci staph infection and the patient was allegedly diagnosed with bacteremia as a result of the defective infected catheter. Reportedly, the port and catheter were removed intact. The current status of the patient is unknown.